Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare representative that they have received six complaints from different hospitals for broken chamber feedset line on several mr290 vented autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chambers were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our analysis is accordingly based on the event description and our knowledge of the product from previous investigations of similar complaints. Results: previous investigations of similar complaints indicated that damaged chamber feedlines most likely refer to three failure modes: feedset tube break: a rough break at the connection between the water feedset tube and either the chamber dome or water bag. The surface of the break is typically rough, suggesting that the damage may have occured as a result of the tube being pulled away from the dome or the water bag possibly due to the feedset being caught or under tension. Spike bond leak: partial failure of the glue bond that joins the water feedset tube to the water bag spike. Spike bond leak (insufficient glue): insufficient glue applied to the connection between the feedset tube and waterbag spike causing a water leak. As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. Please note a table with the details of the lot numbers and quantities involved is attached to this report. A lot check for each of the lot numbers provided is also included. Conclusion: based on previous complaints, the damage to the chamber feedset tubes was most likely due to a break in the connection between the feedset tube and either the chamber dome or water bag. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).